Event description:
The customer reported that the device intermittently failed to pass the user test with hard paddles and gave the "connect to test plug" message. The biomed reported that the paddles were firmly seated in the paddle wells and making good contact with the shorting block. The biomed tested the device with multiple paddles but the problem remained. The device could possibly be failing to detect the paddles connection intermittently. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable duplicate the reported intermittent problem. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported problem could not be determined.